Event description:
It was reported that the patient underwent a pocket revision, due to the ipg being in an area uncomfortable for the patient. The patient was very thin and the pocket was too shallow. The patient was reportedly doing well after the revision.

Manufacturer narrative:
Patient's weight not available. Device remains in patient. This is a final report.